Manufacturer narrative:
Calibration was last performed on (B)(6)2023 and was acceptable. Qc was acceptable. "Abnormal aspiration" and multiple sample probe alarms were observed on the alarm trace data. The customer replaced ise electrodes and performed mechanical and operational checks and all checks passed. Precision studies were performed and they were within specifications. The field service engineer (fse) visited the customer's site and verified the instrument's performance. The fse did not determine a cause for the issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for k, bun, and crej2 assays. On (B)(6)2023 at 6:27 p.m. The customer ran the sample and received the initial results: k result: 6.5 mmol/l, bun result: 37 mg/dl, crej2 result: 8.9 mg/dl. The initial results were reported outside of the laboratory where the physician questioned the bun result and the laboratory reran the sample. The customer reran the sample and received the following results: k result: 5.0 mmol/l, bun result: 20 mg/dl, crej2 result: 3.0 mg/dl. This medwatch will apply to the k electrode from the cobas pro ise analytical unit. Please refer to medwatch patient identifier (B)(4) for information related to the bun and crej2 results from the cobas pro c503 analytical unit. The k electrode lot number was n0594. The expiration date was not provided.